Event description:
The reporter stated that the patient had surgery for transposition of the ulnar nerve. A revision surgery was required subsequently, and was done on (B)(6) 2009. During the revision surgery, the product was implanted as indicated to protect the peripheral nerve. About four months after the surgery, during which the neurawrap was used, the patient developed an inflammatory response with swelling at the surgical site. A further exploratory surgery was done during which it was determined that there was blood at the surgical site; this was considered to be the cause of the swelling. The implanted product was completely intact and the surgeon did not consider that it was related to the wound site inflammation. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.